Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, device was found to be in backup vvi mode. The patient was called in clinic and device download was performed successfully. Device firmware was also updated successfully. Patient¿s condition was stable throughout the process.